Manufacturer narrative:
Other relevant device(s) are: product ID: 9731798, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 9730752, serial/lot #: unknown. Analysis of the 9733858 found chassis components damaged. Analysis of the 9730752 found no failure. Analysis of 9730752 found that the returned cable was found to be in good condition with no apparent physical damage including the attachment screws. The cable passed a continuity test with no opens or shorts detected. No problem was found. Analysis of 9731798 found the part was returned unused. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the system had lost signal. Medtronic representative stated that the panel was opened and the screw on the dvi -vga converter was stripped and would not tighten. Representative was able to reseat the cable. There was no patient present when the issue occurred.